Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "undesirable shortening of limb. "

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4) study. It was reported that a patient enrolled in (B)(4) study, underwent total hip arthroplasty on the left side on (B)(6), 2007. During post operative monitoring and testing, it was noted the patient's metal ion levels were <1.0, the presence of pain, a leg length discrepancy, and a limp. These finding were found due to follow up testing, there were no symptoms reported by the patient. No further information has been provided at this time.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.